Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the iol was exchanged due to ¿subsurface nano glistenings¿. Add¿l info has been requested.

Manufacturer narrative:
Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Add¿l info has been requested. (B)(4).